Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood visible on the balloon hub. There was no contrast visible. The balloon catheter was returned with the package and hub labeled powersail 2.5 x 13 mm. The balloon was loosely folded. There was no damage noted to the balloon catheter. While inflating the balloon to 150 psi, the working length of the balloon was measured. This did not meet manufacturing criteria. Product performance engineering reviewed incident information and the returned device analysis. It was reported that during the procedure, the balloon did not appear to be the correct length. While the packaging and sidearm indicated the product as a 2.5x13mm balloon catheter, the analysis of the returned device found that the balloon working length did not meet the manufacturing criteria. A field discrepancies notice (fdn) will be initiated to evaluate the manufacturing process that could have contributed to the incorrect sized balloon catheter. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: a mislabeled (longer) device is likely to cause or contribute to patient injury. Device issue: mislabeled. It was reported that a 13 mm was selected for use. The package and hub of the device was labeled as a 13 mm long balloon; however, during fluoro, when the device was placed across the lesion, the balloon appeared to be longer than 13 mm. The balloon was not inflated, but was removed from the patient. When compared to another device of 13 mm length, after removal from the anatomy, the device was observed to be longer (approximately 18 mm). No patient effects were reported. No additional event or patient information is available.